Event description:
Customer reportedly received results of 236 mg/dl on his meter and 106 mg/dl on physician's meter within 10 minutes. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.